Manufacturer narrative:
(B)(4). Method: the complaint neopuff infant resuscitator was returned to the fph service center in (B)(4) where it was inspected by a trained fph service technician. Our investigation is based on the service report provided by the fph service technician. Results: the fph service technician reported and confirmed that the manometer was out of specification. Conclusion: the neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infant until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to damage, for instance when accidentally dropped or subjected to considerable external force. It should also be noted that the complaint device is almost 5 years old. The neopuff technical manual states the following: - dropping the neopuff infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient. In addition, the neopuff user instructions state that the user should "check manometer reads zero with no gas flow" and check the pressure settings "prior to every use of the neopuff". Each neopuff unit is assembled and 100% tested in the production line to verify that each unit conforms to critical product specifications. Any unit that fails is rejected. The subject neopuff unit was repaired and returned to the medical center after passing the performance tests specified on the neopuff technical manual.

Event description:
A hospital in (B)(6) reported that an rd900 neopuff infant resuscitator failed the performance maintenance check. Upon servicing the device at the fisher and paykel healthcare (fph) service center, it was confirmed that the manometer was out of specification.